Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit displayed message of oxygen motor error. Customer reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: through follow-ups, key market (km) indicated the reported problem was confirmed. The manufacturer's field service engineer (fse) was dispatched to the site. Resolution and disposition: the fse checked the unit and adjust the oxygen regulator and the pressure relief valve to address the reported problem. Fse ran an extended self-test (est) and short self-test (sst); both tests passed successfully. Fse set the unit in different modes and unit is working normally. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no root cause for the reported issue could not be determined at this time.